Event description:
Pt had a device discharge, and was asymptomatic at the time of the device shock. The pt sent a transtelephonic interrogation to the company and came to our local ER for admission. It was found that there was significant noise on the rv lead which caused the shock. Pt had a lead explant in 2008. It was found that the medtronic sprint lead was fractured. The device and leads were successfully removed and replaced. The post procedure pneumothorax required chest tube placement, and extended her hosp stay.